Manufacturer narrative:
Upon inspection and testing of the returned device, service confirmed the adhesive was peeling off from the distal end. In addition, service found the bending angulation was out of specification due to wear of the angle wire. The adhesive of the bending section cover was cracked, and there was a gap in the adhesive of the bending section cover. The light guide cover lens was scratched. The air/water cylinder paint was peeling. The objective lens was scratched and chipped. The adhesive around the ultrasonic transducer was peeling. The insertion tube was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with a report that there was not enough adhesive in the screw holes on the tip cover. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "cracks, dents, bulges, edges, scratches, protrusions of metal wires from the inside, protrusions, slacks, deformations, bends, foreign matter adhesion, parts falling off, etc. On the outer surface of the entire length of the insertion part including curved parts and tips. Visually check that there are no abnormalities in." Olympus will continue to monitor field performance for this device.